Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that the device lot had no anomaly in inspection. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe is broken off at 14 mm from the tip. The broken piece of the probe tip was not returned. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The proximal side of the teflon pad was worn. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred by the step-by-step scenario is below. : 1. Seal and cut output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the teflon pad come in contact to the probe. As a result, the pad was worn. 2. This caused the non-insulated part of the grasping section to touch the probe. 3. Seal and cut output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when some load was added. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or teflon pad. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
As reported for this event, during an unknown procedure the tip of the device broke off and was recovered. There was no harm, adverse impact or risk to the patient. The procedure was completed with another device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.